Event description:
It was reported that the asymptomatic patient presented in clinic during follow up in backup vvi mode. A device status should dashes for values. Further trouble shooting could not be performed. No additional information was available. No intervention had been reported.

Event description:
New information states that the device was explanted and replaced, no additional information was known.